Event description:
Boston scientific received information that one day post implant of this right atrial lead, pacing threshold measurements had increased and p-wave measurements had decreased. The patient's physician elected to monitor the system. The following day, no capture and no sensing was observed on the ra lead. The physician elected to wait to address the lead issue. No adverse patient effects were reported as a result of this clinical observation. As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.